Event description:
It was reported that the customer had a unexpected restart and external ram crc error on insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the temp basal was not programmed before a21 alarm occurred. The customer reported that the alarm occured shortly after inserting new battery. The customer was advised that the insulin will be replaced for experienced more that 1 a21 alarm. No further information was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.